Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a tip fully separated issue occurred. The tip of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium was torn off. The issue occurred right after the start of use of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The issue was resolved by replacing the carto vizigo¿ 8.5f bi-directional guiding sheath - medium to another new one. The procedure was completed without any problems and without patient's consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as MDR reportable for a tip fully separated issue.

Manufacturer narrative:
Additional information was received on 09-jun-2023. The issue was on the vizigo sheath. No picture available. Additional information was received on 22-jun-2023. It was not pre-shaped. When the catheter was inserted into the body, resistance was confirmed and found the tip damaged. No damage or other problems when opening the package. The device evaluation was completed on 26-jun-2023. It was reported that a patient underwent an atrial tachycardia (at) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a tip fully separated issue occurred. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis revealed no physical damage or anomalies on the tip of the device. It was found in good condition. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 02-jun-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).